Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was on electronic assembly/motor. The pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot at battery tube threads area. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 127 mg/dl. The customer stated that she wore the pump in her bra while playing basketball. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.